Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose at the time of incident was 600 mg/dl. The customer¿s other blood glucose level was 188 mg/dl, 242 mg/dl, 600 mg/dl, 300 mg/dl, 319 mg/dl, 211 mg/dl and 205 mg/dl respectively. The customer also reported that they relived that the meter of the insulin pump was reading well. The customer was came from the ophthalmologist for shots in the eyes because of bleeding. The customer also stated that they had hard time of reading because of there eyesight. The insulin pump will not be returned for analysis.